Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubble anomaly. The customer¿s blood glucose was unknown. Customer stated that the size of the air bubbles were about the size of the tip of a match. Troubleshooting was performed. The device will not be returned for analysis.